Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a no delivery issue. Customer's blood glucose at time of incident was unknown. The customer stated that she got an error, meter said no sending. Customer is using contour next link meter. The customer was advised that we give the number to bayer and have her contact tomorrow.